Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported says the door is open and there is a set in it even when the door is closed and there¿s no set in it, which was confirmed during evaluation. The cause was determined to be a failing lower latch switch. The lower auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed the door was open and there was a set in it even when the door was closed and there¿s no set in it. There was no known patient injury or medical intervention associated with this event. No additional information is available.